Event description:
The patient had inspire device surgically removed on (B)(6) 2019, resolving the issue.

Event description:
Patient complains of pain associated with device placement (ipg, stim and sensing lead). "Sharp needle-like" pain and shortness of breath. Patient has discontinued therapy.